Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited voo pacing at 80 ppm and rate variations post av node ablation.